Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) inflated only every other heartbeat while in 1:1 ratio. The pump was reported to display "r wave deflate" and "unable to update timing" messages. The aline was crisp and clear. A (B)(6) view of the screen indicated that the pump was inflating appropriately but with periods where it did not inflate when r waves were present. A printed strip indicated appropriate triggering. The operator switched leads, patches, and they have tried different trunk cables. They have tried semi auto and they have tried adjusting the gain with no change. The iabp was changed for another but there was no change from the prior pump. The operator was advised to try a small amt of doppler gel applied to new ECG patches. The patient was reported to be stable and the iabp was inflating correctly with each r wave the majority of the time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated field- b4, e1-(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation finding, investigation conclusions), h10, h11. Corrected field- h3. It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) from the ICU called with questions about a patient on a cs300. Rn states that the pump is inflating only every other heartbeat while in 1:1. The patient is reported as stable, but in atrial flutter with a controlled rate. The pump displays the "r wave deflate" and unable to update timing messages. The alien is crisp and clear. A facetime view of the screen shows the pump inflating appropriately but then there are periods where the pump does not inflate when r waves are present. A printed strip shows appropriate triggering. They have switched leads, patches and they have tried different trunk cables. They have tried semi auto and they have tried adjusting the gain with no change. Advised that at this point they try a different pump. The switch was made but there was no change from the prior pump. Advised to try a small amount of doppler gel to new ECG patches to which they will attempt. The patient is stable, and inflating correctly with each r wave the majority of the time. There was a patient involvement but no harm reported. The service information details not available, if we received any further information we will reopen and update the complaint. H3 other text : device not evaluated by manufacturer.

Event description:
N/a.